Manufacturer narrative:
Customer has not provided the lot number and/or returned product for evaluation. If a specific lot number information is available and/or product is returned at later date, the investigation will be re-opened. Based on the information provided this complaint could not be confirmed. The anesthetics are supplied items and the complaint notification was forwarded to the supplier.

Event description:
It was reported that the bupivacaine inside the portex® spinal anesthesia tray was ineffective. There were no allegations of malfunction with respect to the other components of the kit. No serious injury was reported in connection with this incident.